Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the measured output for the capacitor was below product specifications. There was no patient involvement. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on (B)(6) 2021. Upon evaluation of the device by an authorized bench technician, it was discovered that the capacitor or the unit was faulty and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the noted issue. No further investigation or action is warranted.